Event description:
It was reported that the patient was experiencing coughing and hoarseness following vns implant on (B)(6) 2012. The patient was seen at the hospital and was told that she had vocal cord paralysis from the surgery. Additional information was received indicating that the patient's vns treating physician feels that the events are related to surgery. No interventions have been planned and the patient's condition was said to be improving. The patient has also not been evaluated by an ent. Diagnostics on the date of surgery were said to be ok, however no specifics were provided. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Date of event: corrected data- the event date was incorrectly reported on the initial MDR. As the events were reportedly caused by surgery, the event date has been updated to (B)(6) 2012, the date of the patient's implant.